Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast-draining battery. As a result, customer experienced hypoglycemia with a loss of consciousness and was able to self-treat by administering insulin (dose/type unknown). No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed in usb port due to plastic channel retains the pins. The damage was observed due to incorrect insertion of usb cable which results the port not functioning as intended and determined that the damage did not affect the readers ability to charge or connect to pc. Reader was sufficiently charged. Visually inspected the returned usb/charging cable and no damage was observed. Usb/charging cable passed all test. Reader was de-cased and visual investigation was performed on the reader and liquid contamination was observed. Issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast-draining battery. As a result, customer experienced hypoglycemia with a loss of consciousness and was able to self-treat by administering insulin (dose/type unknown). No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast-draining battery. As a result, customer experienced hypoglycemia with a loss of consciousness and was able to self-treat by administering insulin (dose/type unknown). No further treatment was required. There was no report of death or permanent impairment associated with this event.